Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: initial = 104, repeated as normal (reference range: 136-145). No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased sodium result on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr replaced parts including syringe seals and peristatic tubing, checked alignment and removed a clog from nozzle 5; however, a single definitive cause for the discrepant result was not found. The alinity c processing module, serial number (B)(6), was deemed the subject of the investigation. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c processing module on a patient. The following results were provided: initial = 104, repeated as normal (reference range: 136-145). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.